Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert while travelling overseas. When the patient returned home, a remote monitoring transmission indicated that the alert was for high rv coil and svc coil impedance. Reprogramming was performed to turn the lead off. The plan is to cap and replaced the lead. No patient complications have been reported as a result of this event.